Event description:
Glucose monitoring system prescribed for my dog by his vet (normally used on people). Glucose sensor implanted by vet. Tried using the reader today a glucose reading numerous times. Reader would not work. Called customer service to ask for help since reader wasn't working. While on the call glucose sensor fell off. I asked if company would refund price of reader at best and the rep said no since it is usually used on people. Although this was used on my dog the system did not work and would not have worked regardless of who is using it. Reader would not give any reading of glucose levels- read all included instructions. Rep for the company did not know why it wasn't working. Paid (B)(6) for the system. They would not refund my money.